Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2025, the patient was seen at the hospital a total of 2 times due to inaccurate readings. During the first visit, the patient reported significant stomach pain. No specific cgm nor blood glucose reading was reported from that moment. The patient was treated with intravenous fluids, fentanyl for pain relief, and an unknown medication to prevent vomiting. A CT scan was done for the stomach discomfort, but no results were reported. After approximately two hours, the patient was discharged. Shortly after returning home, the patient noted a cgm reading of 400 mg/dl. In response, he began administering insulin via his omnipod device. Despite multiple insulin doses, the patient continued to experience high glucose readings and nausea worsening and eventually vomiting. The patient was unable to take a fingerstick and went back to the hospital. Upon arrival, a fingerstick was taken and the cgm reading was 400 mg/dl, and the blood glucose reading was 340 mg/dl. No additional medications or interventions were provided at that time; instead, the patient was advised to wait for further observation. During this waiting period, he calibrated the dexcom g6 device after which the cgm values began to trend downward. The patient reported that he had administered a total of 40 units of insulin via the omnipod out of concern for persistent hyperglycemia. However, as the glucose levels began to rapidly decline, he ingested ritz crackers and gatorade to mitigate a potential hypoglycemic episode. The dexcom eventually indicated a drop to 81 mg/dl but the patient didn't check with a blood glucose meter reading as he felt okay. After another two-hour observation period, the patient was discharged again. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.